Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had been followed up through outpatient wait-and-see approach, however, the signs of an infection at the stimulator implant site did not improve, and thus it was decided to remove the complete system. The system was removed on (B)(6) 2015, under local anesthesia. Although the lead insertion site was slightly incised, the lead came off when the stimulator was lightly pulled without cutting the lead. The wound was carefully cleaned with saline and closed using absorbable sutures. The infection was due to implanting the implantable neurostimulator (ins). Prior to the implant surgery, there was no anomaly for the lead. There was no issue with the implant site after the implant procedure. A culture was performed on (B)(6) 2015, which found no infection. The outcome was noted as recovered.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the health care provider via a manufacturer representative reported there was a lead infection and the whole device system was explanted on (B)(6) 2016. The patient was not hospitalized. The number of fecal incontinence episodes at the 12 months follow-up was 99 times a week. The patient reportedly recovered from the non-serious lead infection; a culture test performed on (B)(6) 2015 showed no signs of infection.

Event description:
Additional information received from the health care provider via a manufacturer representative reported that the patient's incontinence type was urge and passive. The patient's bowel sphincter treatment history included thiersch's procedure. The existence of an anal sphincter defect was confirmed through anal examination. The ins was implanted in the right buttock on 2015 (B)(6). The ins was set with 0 positive and 2 negative at 14 hz, 210 pulse width, in continuous mode at 0.3v, with an upper limit of 1v. The measured impedance was 1111 ohms. The patient had malfunctions pr adverse events.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider via a manufacturer representative reported that upon opening the wound at the implantable neurostimulator (ins) implant procedure, it was determined the possibility of infection in the pocket region was low. The area was carefully cleaned and then the ins was implanted. Sterilization was sufficiently conducted at the ins implant procedure. The patient was given antibiotics for three days after implantation. The patient's condition was to be checked at an outpatient visit on (B)(6) 2015. The outcome of the trial lead infection was remission on (b)(6 2015. When the patient first visited the hospital on (B)(6) 2015, the implantable neurostimulator (ins) pocket infection site was found to have healed, so treatment was continued. On the patient's second visit to the hospital, symptoms of infection were found when exudate was observed in the lead insertion site. Antibiotics were prescribed and the patient was monitored for approximately 2 weeks. A decision was made to consider removal if the infection did not improve at the following visit. The purpose of the implant was chronic bowel incontinence that started in (B)(6) 2013. The cause of the bowel incontinence was decrease in the internal and external anal sphincter function. The type of incontinence was leakiness and impending. Refer to manufacturer's report # 3007566237-2015-02014 for infection during the trial.